Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure using a preclose technique in the calcified right common femoral artery after an abdominal aortic aneurysm (aaa) procedure. Reportedly, a 22f sheath was being used for the aaa procedure and after the knot was advanced, hemostasis was not achieved. A cut down was performed and it was noted that the prostar xl needle had lifted calcified plaque from the posterior wall. An endarterectomy was performed and a patch was placed. Two weeks post procedure, the area became infected and occluded, which resulted in an iliac bypass graft. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded; therefore, no evaluation was performed. Should a sample be returned and evaluated, a follow up report will be submitted. This is the third of four reports associated with this event.

Event description:
The patient called the baxter technical services representative (tsr) to discontinue use and return the homechoice device for an unknown reason. During a follow up call on (B)(6) 2010, the facility nurse indicated patient was having the peritoneal dialysis catheter removed due to the peritonitis. The patient was placed on hemodialysis. On 18nov 2010, the following additional information was received from the nurse. At the time of diagnosis, the patient was using ambulatory peritoneal dialysis (apd) with local (pd4) ambuflex on the homechoice. The patient reportedly found a hole in her peritoneal dialysis (pd) catheter, but did not call the clinic. The patient reportedly taped the hole and continued to use the catheter. The nurse heard from the patient on (B)(6) 2010. The patient was admitted to the hospital on (B)(6) 2010 due to peritonitis. The pd effluent was cultured before the initiation of antibiotic therapy with a result of no organism growth. The cell count results and other tests results are not available. The peritonitis was treated with daily intravenous (IV) vancomycin (dose unknown), which continued after discharge. The nurse stated that the patient was noncompliant with the outpatient antibiotic therapy received at the pd clinic and missed doses. The patient has recovered and has been receiving hemodialysis since the peritonitis diagnosis. She plans to return to pd therapy as soon as placement of another pd catheter is scheduled. The suspect catheter was a double cuff from an unknown manufacturer. The nurse did not know its manufacturer, but is sure the surgeon uses products from a company other than baxter. The patient has had a history of noncompliance with tests and appointments at the clinic. It is unknown whether the patient performed her pd therapy as prescribed.